Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While adhesion is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.

Event description:
On (B)(6) 2010 - pt underwent laparoscopic ventral hernia repair with a composix l/p. Post-op pt had crampy episodes of pain, constipation, elevated wbc and anorexia. Pt work-up showed some small bowel distention with gas in colon; consistent with ileus or partial obstruction, and free fluid in pelvis. On (B)(6) 2010 - pt presented to operating room for exploratory laparoscopy where numerous, but generally filmy adhesions, were found between the small bowel and the eptfe of patch. Adhesions were taken down. Free fluid in pelvis was sero-sanguinous, culture negative. Pt was discharged, but pt continued with similar symptoms plus development of hives. Pt placed on prednisone and hives were better. Pt still can't eat a full meal without getting crampy pain an hour later. Kub shows some dilated bowel loops and a suggestion of wall thickening raising questions of "enteritis".